Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized because he was sick and was unable to control his blood glucose on his own. He stated that the issue was not insulin pump related but did not state if he was wearing the insulin pump at the time of hospitalization. The customer had a diabetic ketoacidosis. He lost his insulin pump. The device was not returned.